Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum based on additional information provided by patients attorney: the following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2017: patient underwent revision surgery as a result of injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney is limited to the date of revision surgery, (B)(6) 2017. No details provided as to the nature of the revision surgery. As previously reported, there is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Addendum #1: h11: this is an addendum to the initial emdr. This supplemental emdr was submitted to report the event and product identifiers provided. As reported, it is alleged that an expired mesh may have been implanted in 2016 and the patient underwent subsequent surgical intervention for removal. Review of manufacturing records indicate product was manufactured to specification and was valid until (B)(6) 2019. As such, the patient was not implanted with an expired mesh. Based on the information provided, no conclusion can be made as to the degree to which the bard ventralex, may have caused or contributed to the patient¿s reported postoperative course. Addendum #2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified and reduced. A ventralex mesh (device #1) was placed using prolene sutures. ¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional ventral hernia with infected mesh thereby underwent open repair with excision of ventralex mesh (device #1). Per operative notes, ¿the sinus tract and purulence near the mesh were identified and removed. The infected mesh (device #1) along with prolene sutures were removed entirely. The hernia defect was identified and repaired using prolene sutures. ¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia and hematoma thereby underwent open repair with implant of ventrio st (device #2). Per operative notes, ¿the hematoma was evacuated. The hernia sac was identified and excised. A ventrio st (device #2) was placed using sutures.¿